Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was not functioning as intended. Reportedly, the customer has to press the button multiple times for the pump to respond. Customer had elevated blood glucose levels (260 mg/dl). Customer stated a bolus was delivered to stabilize blood glucose levels and they will continue to use the pump for insulin therapy.